Event description:
It was reported that changing impedance values were observed with an implantable neurostimulator. During the first interrogation at 3.0v, all bilateral electrodes showed low impedance values, but these values were not stored in the session report. Upon reconnecting to the implantable neurostimulator, all impedance values were normal and were stored in the session report. Three impedance tests were conducted using two different programmers, and normal values were obtained in each instance. A similar event had occurred a couple of weeks prior, during which only electrodes 8 and 9 showed low impedance values on the first interrogation, but normal values were observed upon repeat testing. Imaging was performed and did not indicate any problems with the patient's system. The patient was reported to be receiving effective therapy, using c+ 9- for right side therapy and c+ 3- for left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.